Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/12/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/25/2015 with the following findings:a review of the pump¿s black box history showed that low battery warnings due to normal battery wear were recorded. The pump¿s electrical current draws were found to be within the required specifications. The returned battery cap was used to complete all testing. The complaint of short battery life was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.